Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart. It was confirmed via x-ray and cardiac magnetic resonance imaging (MRI). The cardiac MRI showed that this lead experienced diaphragmatic stimulation. Also the rv lead exhibited high pacing thresholds. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.